Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe and debilitating pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". In 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("possible nickle allergy"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2013. At the time of the report, the device breakage, female sexual dysfunction, dyspareunia, fatigue, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, genital haemorrhage and allergy to metals was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), pelvic pain ("severe and debilitating pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 20-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo an essure confirmation test". In 2012, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("possible nickle allergy"). The patient was treated with surgery (hysterectomy (partial)/ salpingectomy (bilateral removal of fallopian tubes)).essure was removed on (B)(6) 2013. At the time of the report, the device breakage, female sexual dysfunction, dyspareunia, fatigue, migraine, headache, nausea and weight increased outcome was unknown, the pelvic pain, genital haemorrhage and allergy to metals was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, allergy to metals, device breakage, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Indication female sterilization was added. Events were clubbed with previously reported events. Events: female sexual dysfunction, dyspareunia, fatigue, migraine, nausea, weight increased, device breakage, abdominal pain, device monitoring procedure not performed were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and debilitating pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("possible nickle allergy"). The patient was treated with surgery (bilateral salpingectomy and removal of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage and allergy to metals was resolving. The reporter considered allergy to metals, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: since her removal surgery, almost all of her symptoms have resolved, though some remain. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.